Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported a pump malfunction occurred. The patient experienced increased symptoms. The pump was replaced. The pump would be returned to the device manufacturer. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. It was unknown if any environmental, external or patient factors might have led or contributed to the event. No applicable diagnostics/troubleshooting were performed. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. The implant date was unknown. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was clarified that the malfunction was ¿the pump did not deliver medication¿. It was clarified that the increased symptoms the patient experienced was ¿spasticity¿.